Event description:
Information received by medtronic stated that the insulin pump was damaged. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label faded. Cosmetic damage was confirmed at the retainer ring.